Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up, pocket infection was noted. Initial lab results indicate no active infection on leads, device or from device pocket swabs. The physician elected to explant the whole system. There is no known allegation from a health professional that suggests the infection was related to the device. The patient was stable.